Manufacturer narrative:
H6: 3261 multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The right heart failure was pre-existing to implant. The cause of death was right heart failure, arrythmias, and multi-system organ failure which resulted in withdraw of care. Teh patient had rapid deterioration in condition following morning visit on (B)(6) 2022. Roxanol (morphine) and ativan (lorazepam) were initiated. Arrythmia was pre-existing and an implantable cardio-defibrillator was implanted (ICD) prior to left ventricular assist device. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that the patient had a history of arrhythmia and right heart failure prior to left ventricular assist device (lvad) implant. The patient reportedly experienced ventricular tachycardia that was not device or therapy related. The patient received multiple shocks from their implantable cardioverter-defibrillator which impaired the right heart. The patient subsequently experienced right heart failure and multi-system organ failure. The patient was made a comfort care only patient per the families wishes, the lvad was turned off, and the patient later expired. The site reported that the device was operating as intended and was not contributory to the patient¿s death due to pre-existing disease exacerbation. The device was not returned for evaluation. The event was downgraded to non-complaint due to the report of no device involvement in the event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. Although there were no reported device issues associated with the event, the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists the adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the device operated as expected.

Event description:
It was reported that the patient passed away. The cause of death was not provided but the patient had right heart failure. The patient's death was not device or therapy related. The pump was not explanted and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter phone number: (B)(6).